Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is one of 3 mdrs submitted for this patient (see 0002648920-2016-00949, 0001822565-2016-02571). Concomitant products: 00630505036, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells 65620005422, shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length 00786401300, femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 13 138 mm stem length cementless.

Event description:
It is reported that the patient was revised approximately 3 years post-implantation due to recurrent dislocation. The liner was noted to be fractured.